Manufacturer narrative:
E1: patient city - (B)(6). Patient country - poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that patient experienced an event of infusion set kinked cannula on (B)(6) 2025. The infusion set was in use for three hours. The insertion site was thigh. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.